Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "what is the mechanism of irregular pacing spikes? Pacing failure, sensing failure, or something else? A case report." European heart journal - case reports. 2020. 4, 1¿4. Doi:10.1093/ehjcr/ytaa065.

Event description:
A journal article was reviewed that contained information regarding irregular pacing spikes. The article reports one patient with an abdominal epicardial implantable pulse generator (ipg) along with a second ipg in their chest. The patient experienced several syncopal episodes; their epicardial right ventricular (rv) lead exhibited high impedance and an increase in threshold which also caused twitching of their diaphragm. The lead was reprogrammed. The status/ disposition of the lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.